Event description:
This css console was not supporting a pt. The customer reported that during a routine console checkout, he noticed a "hissing noise" from one of the controllers on the css console. The customer also reported that he removed the top cover of the css console and discovered that the noise originated from the backup controller in the area of the left drive pressure control knob. He also reported that the drive pressure control knob could not be adjusted higher than 24 mmhg or lower than 30 mmhg. A replacement controller was installed on the css console in the backup position, and the css console passed the console test validation protocol.

Manufacturer narrative:
This alleged failure mode poses a low risk to a pt because the issue was observed during a routine console checkout when the css console was not supporting a pt. In addition, it would not prevent the css console from performing its life-sustaining functions. The css console has a redundant, primary controller. The backup controller was removed from the css console and returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.